Manufacturer narrative:
No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged an inaccuracy. When using the universal drill guide (udg) the surgeon deemed being inaccurate by 1-3 millimeters. The surgeon opted to continue the procedure with the knowledge of the alleged inaccuracy. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative reported that this issue only pertained to the universal drill guide (udg). It did not happen with any other instruments. There have been no recent changes to surgical workflow. Technical services discussed more troubleshooting options and to ensure the instrument verification process is done correctly and accurately with calibratable instruments. The rep noted that the surgeon has had several successful cases since this occurrence with no further issues.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. Both imaging systems at the site were re-calibrated on the left side and both sides were verified to be accurate with navigation. The software functioned as designed.